Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported osme (osteosynthesis material removal) on right foot due to infection.